Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with extrusion into the urethra due to cuff migration that was identified via cystoscopy. The cuff was removed and replaced. There is no additional information reported.